Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 52 mg/dl and food/milk were consumed to address low bg. The customer's spouse assisted the customer with the food. Tandem technical support reviewed the pump data and found that the customer had requested and delivered 13 boluses. Customer acknowledged that too many boluses had been delivered.